Manufacturer narrative:
The device was returned to olympus for evaluation without the reported associated thunderbeat device. The evaluation did not confirm the complaint for cut and coag output too high, or for handpiece overheating. The cut and coag outputs on the generator were within specification. There were no overheating or activation issues observed on test handpieces used during the evaluation of the generator. The generator did have multiple prior u512 open circuit errors and u508 seal and cut short circuit errors recorded in device history. These errors were not duplicated during evaluation. Despite multiple followups with several customer personnel by phone and in writing, it is still not known what was the procedure, the event date, whether or how it was completed, what was done to address the reported burn injury, or the patient¿s current condition. Per the generator instructions manual, possible causes for the u508 and u512 errors are handpiece user handling errors or malfunctions of the attached handpieces. The instruction manual states that when these errors occur, the clinician should immediately remove the handpiece from use, verify or replace the handpiece device, and contact olympus if necessary. The generator instructions manual also states, ¿set the minimum required output level for achieving the target tissue effect. Using a higher output level than required may result in unintended burns, perforation and bleeding of tissue.¿ the generator instruction manual also has directions for functional verification of the generator before every procedure, including output settings, and adds, ¿always inspect the accessories as instructed in the instruction manuals before use. Confirm that the insulation on the transducer cord is not damaged. Do not use an accessory if any irregularity is observed.¿ furthermore, as a preventive measure in the event of generator malfunction, the instruction manual recommends ¿always maintain an alternative means to complete a procedure to avoid interruption of treatment.¿

Event description:
The 2 of 3. Olympus was informed that during an unknown procedure involving an unknown model olympus generator and unknown model olympus thunderbeat device, the patient had a liver burn injury. It was reported that the cut and coag output was too high, leading to the thunderbeat handpiece overheating and burning the patient¿s liver. This complaint addresses the second of two possible generator models reported for the event.